Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2023 and suture was used. Before opening the package, it was found that the needle protruded from the package. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: sbbbzd, rdbbaj batch sbbbzd mfg date: 02/09/2022, exp date: 01/31/2027. Event related to mw # 2210968-2023-01018. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one sealed original packaging. The packaging pertain to the product code ep8755h, lot rdbbaj. This product code is double-armed. During the visual assessment of the returned sample, the needles of the strand double-armed were not parked on the slot of the winding former. Based on the information currently available, an incorrect needle park issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related events captured via 2210968-2023-01018 and 2210968-2023-01019.